Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported broken claws/needs pm. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced small claw, front cover, rear case, barrel clamp, tube/sleeve drive and wiper seal. Performed calibration. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 29jan2007 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken claws/needs pm. There was no patient involvement.

Event description:
The customer reported broken claws/needs pm. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.